Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a spinal fusion in l4-5 treating spinal canal stenosis on (B)(6) 2020. During the procedure, the first sleeve had cross-threading with a screw. The sleeve¿s fragment got stuck with the counterpart. The 2nd sleeve, the replacement, also broke. The procedure was completed without surgical delay. Patient was stable. This report is for a 6.0mm titanium (ti) matrix reduction screw 45mm thread length. This is report 3 of 3 for (B)(4).